Manufacturer narrative:
The investigation found that reagent issues can be excluded. The investigation found the reported test behavior is consistent with missing sample aspiration or dispense caused by a transient or a partly blocked sample probe. The investigation found that the event is consistent with preanalytical issues. The investigation did not identify a product problem.

Manufacturer narrative:
The field service engineer (fse) checked the main water and air pump, gear head, and vacuum gauges. The fse replaced a sample probe and both reagent probes and ran a series of checks. All checks met acceptance criteria. The investigation is ongoing.

Event description:
There was a complaint of questionable low phosphate (phos), lactate dehydrogenase (ldh), and tina-quant c-reactive protein IV (crp) results for 1 patient tested with a cobas 8000 c702 module. The questionable results were reported outside the laboratory. The following is an example of the type of results received for 1 patient sample: the patient¿s initial phos result was < 0.1 mmol/l; the repeat was 1.14 mmol/l. The patient¿s initial ldh result was < 10.0 u/l; the repeat was 268 u/l. The patient¿s initial crp result was < 0.5 mg/l; the repeat was 57.87 mg/l. The lot number and expiration date of the phosphate (phos), lactate dehydrogenase (ldh), and tina-quant c-reactive protein IV (crp) used were requested, but not provided.